Event description:
A customer reported a malfunction with their pump, identified by the malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the customer in doing so, after which the malfunction did not recur. The customer was instructed to continue using the pump.